Event description:
This event was reported as valve explanted after 7 years and 10 months duration due to mitral regurgitation, as seen on echo, and congestive heart failure. No further info was provided.